Event description:
The manufacturer received information alleging a trilogy evo o2 ventilator experienced a not-reportable ventilator inoperative condition while upgrading the software from 1.06.05 to 1.06.10. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the manufacturer's service center, a reportable ventilator inoperative error code was found in the device's error log relating to corrupt software. The service technician states that the system printed circuit assembly (pca) board needs to be replaced to resolve the issue. The customer requested the device to be returned unrepaired.